Event description:
Customer alleges segments were missing from the display in the number result field of the aviva sys. Customer discovered the alleged display issue when she called the MFR. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.